Manufacturer narrative:
(B)(4): component missing. Result: mechanical shock problem. Analysis of the device (bipolar forceps mcen64 120mm wormald) confirmed the complaint. It was also determined that the instrument would not coagulate due to the instrument being bent. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).

Event description:
The device (bipolar forceps mcen64 120mm wormald) was returned to mxi for service and repair. It was reported that the screw was missing.